Event description:
A medtronic representative received a report from the site stating that while in a mach cranial procedure, the system was slow during navigation. While the surgeon was navigating a shunt, the system was slow to update the position of the instrument on the stealth. The procedure was completed successfully with the use of navigation. There was no impact on the patient outcome.

Manufacturer narrative:
The suspect device manufacture date is provided.

Manufacturer narrative:
Device manufacture date unavailable. In a medtronic investigation, the representative went into axiem cranial, loaded peg board t081, performed a registration and it passed. Turned on continuously update tracking and there was no slowness observed during navigation. Turned off continuous navigation and activated update while pressing the foot switch and there were no issues observed with the navigation. Loaded resin head and repeated the same testing and no issues with the navigation were observed. The system is fully functional. Likewise, the software evaluation finds the issue could not be replicated.